Event description:
The operator noticed smoke coming from the tdxflx analyzer. The account stated the tdxflx made an abnormal sound at the ready state in the morning. The operator then noticed a burning smell and checked inside of the analyzer where smoke came out of the left side of the tdxflx analyzer. The operator turned off the power to the analyzer. No operator injury was reported.

Manufacturer narrative:
(B)(4). The evaluation of the issue consisted of a review of customer complaints, current tdxflx labeling, and the information provided including the complaint text. The complaint information notes an field service engineer (fse) replaced the damaged reagent display door assembly to resolve the issue. The fse also replaced the fan, because it was making an abnormal sound. A service history review found no additional complaints have been initiated on tdxflx serial number (B)(4) for smoke generation or fan noise, since the fse replaced the fan and reagent display door assembly. A review of tdxflx field performance data did not identify an increase in complaint activity for the issue the account experienced. The tdxflx system operations manual contains adequate information on operational precautions and limitations. This section includes directions for emergency shutdown of the tdxflx analyzer. The manual also notes customers should follow recommended maintenance procedures and schedules. The fsr found the smoke was most likely generated due to a short circuit of the pump assembly, and the pump assembly was replaced. Based on the available information and this evaluation, no deficiency was identified for the tdxflx analyzer list number 04a24-01, or the reagent display door assembly part no. 3-45036-01 for the issue under evaluation.